Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that for the past 4-6 months the patient has experienced elevated and erratic blood glucose levels from 40-520 mg/dl. The patient has been able to correct the levels herself via the infusion device and insulin injections. The patient thinks her infusion device does not deliver insulin correctly. No adverse event was reported. The infusion device was requested to be returned for product evaluation.